Manufacturer narrative:
The agent reported a revision surgery for reverse shoulder that was done years ago was infected so dotor removed all implants and put in an antibiotic spacer. Complaint has been evaluated and is similar to report number 1644408-2020-01060; 509-00-036, s808 - infection, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due reverse shoulder that was done years ago was infected so dotor removed all implants and put in an antibiotic spacer.